Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that there were no issues with the device, and no further investigation was required and case notes and work-order details did not specify which drawer needed to be examined, so the issue would need to resurface before further troubleshooting could be performed. The client was informed that, if client wanted the station inspected for specific problems, need to provide more detailed information. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and unable to recover. The customer tried to recover the drawer, but an error message was displayed on the screen as required maintenance. The station was switched off and the power cord unplugged. After waiting for a couple of minutes, the power cords were plugged back in, and the station was switched on again, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.